Event description:
During a cardiac catheterization, the proceduralist attempted to advance the catheter via the left femoral artery, but the aortic valve did not open sufficiently to allow the catheter to enter further. The catheter was removed, and instead a different catheter was advanced to the ascending aorta. Following the catheterization, a curvilinear foreign object near the left femoral head/neck area was seen on radiograph and is suspected to be a wire tip from the glidesheath guidewire.